Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
The patient reported a skin irritation while wearing the lifevest. The skin irritation was described as red and bumpy. The patient's doctor prescribed a steroid cream. Follow up was completed with the patient and the skin irritation was improved.